Event description:
The customer states that one patient sample, in their 14th week of pregnancy, generated an initial axsym cmv igg assay result of 1.5 au/ml (negative). The sample repeated with a result of greater than 250 au/ml. The patient diluted the sample and generated a final result of 2328.8 au/ml. There is no impact to patient management reported.